Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019. Records indicate patient received a left attune total knee arthroplasty. No allegations provided of patient injury or product failure, nor report of revision. Primary operative notes (B)(6) 2017 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2018 indicate the patient is experiencing left total knee pain and left xray lucencies. There is no indication of patient harms for the right knee at this office appointment, however, the xrays also reveal lucencies on the right. Revision operative notes (B)(6) 2020 indicate the patient received a left total knee revision due to pain and aseptic loosening. Pre-operative xrays indicated lucencies. The tibial component was noted to be grossly loose at the cement to implant interface. The surgery was completed without indication of complication by the surgeon. All components were revised, no indication of deficiency for the insert, femoral component or patella. Competitor united psa knee system was utilized at revision. Revision notes also indicate the patient is experiencing right knee pain, no indication of treatment. Doi: (B)(6) 2017. Dor: unknown (left).